Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-10026. The pt (B)(6) received an scs system which included one percutaneous lead and one surgical lead. It was reported the pt was no longer feeling stimulation. This began in (B)(6) 2013 (exact date unk). Impedance values were checked with no anomalies noted. Surgical intervention took place on (B)(6) 2014. Lead impedance were tested intraoperatively using an external stimulator, again, with no anomalies noted. The physician elected to reconnect the leads to the existing ipg. Post-operatively, impedance values were within normal range; however, the pt remained unable to feel stimulation. The next course of action has yet to be determined; however, add'l surgical intervention may be undertaken at a later date to address the issue.